Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with the naked eye noted a hole in the cassette. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak through the hole in the cassette. The reported condition was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during use of peritoneal dialysis therapy. There was no damage noted on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.